Manufacturer narrative:
Updated the problem statement.

Event description:
It was later clarified that the reported problem was the device's failure to print.

Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported the display is black. There is no reported patient involvement.